Event description:
Child underwent vsd repair. The procedure was unremarkable, and she came off bypass without difficulty. Within 1-2 hours following completion of the procedure, the child exhibited signs of brain death. She expired 2/6/96. The parents declined autopsy.